Event description:
Patient representative has reported patient experiencing "increasing sharp pain in the throat, breast, stomach, lower arms, back and shoulder area, patient felt powerless and without energy, fatigue, nausea, dizziness and headaches, muscle cramps, tingling in the hands, severe hair and weight loss, sleep disorders, depression and anxiety, hypothyroidism, poor concentration and forgetfulness, severe body odor, excessive sweating, pain in the gums, candida infection, severe sensitivity to noise, feeling of tension in the chest, swollen left breast, chest pain, pale skin and eye bags, swollen face, hands, legs, feet, extreme burning pain in the entire body, throbbing nerve pain in the body, food intolerance, skin rash, asthma, shortness of breath, feeling dizzy, sometimes with delusions, burning and tearing eyes, polyneuropathy, indigestion, (B)(6), cyst on a kidney". These events are considered not device related. Patient representative additionally reported "swollen lymph nodes in the armpit area and lower jaw." Patient was "diagnosed with suspected capsular contracture baker grade ii (side unknown). Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Pain-ndr: not applicable as the event is not related to the device lymphadenopathy: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Dizziness-ndr: not applicable as the event is not related to the device headache-ndr: not applicable as the event is not related to the device malaise-ndr: not applicable as the event is not related to the device depression-ndr: not applicable as the event is not related to the device skin rash/dermatitis-ndr: not applicable as the event is not related to the device infection (late onset)-ndr: not applicable as the event is not related to the device. Dyspnea-ndr: not applicable as the event is not related to the device sensation increase/decrease-ndr: not applicable as the event is not related to the device nausea-ndr: not applicable as the event is not related to the device cyst-ndr: not applicable as the event is not related to the device varied injuries-ndr: not applicable as the event is not related to the device additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Patient representative has reported patient experiencing "increasing sharp pain in the throat, breast, stomach, lower arms, back and shoulder area, patient felt powerless and without energy, fatigue, nausea, dizziness and headaches, muscle cramps, tingling in the hands, severe hair and weight loss, sleep disorders, depression and anxiety, hypothyroidism, poor concentration and forgetfulness, severe body odor, excessive sweating, pain in the gums, candida infection, severe sensitivity to noise, feeling of tension in the chest, swollen left breast, chest pain, pale skin and eye bags, swollen face, hands, legs, feet, extreme burning pain in the entire body, throbbing nerve pain in the body, food intolerance, skin rash, asthma, shortness of breath, feeling dizzy, sometimes with delusions, burning and tearing eyes, polyneuropathy, indigestion, herpes simpex virus, cyst on a kidney". These events are considered not device related. Patient representative additionally reported "swollen lymph nodes in the armpit area and lower jaw." Patient was "diagnosed with suspected capsular contracture baker grade ii (side unknown). Device has been explanted.